Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen at the clinic due to poor hearing performance with the device. There was no accident or trauma reported.

Manufacturer narrative:
Conclusion: damage to the active electrode caused by minute device mobility, was determined to have led to device failure over time. An accident or impact which might have weakened the fixation of the implant, consequently leading to electrode mobility cannot be ruled out, although not reported. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was seen at the clinic due to poor hearing performance with the device. This change in hearing occurred abruptly. There was no accident or trauma reported. Re-implantation was performed.